Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the latest software revision, which resolved the reported issue.

Event description:
It was reported that a ventilator display was blank. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.